Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer was concerned about the product being sterile. The wound drain packaging was not sealed properly and they all came full of air. They could also squeeze the air out. That was how all the products were received. No adverse event, not used on patient, only identified in packaging. Customer was transferred over to the bd medical information team to review sterile process after complaint was captured.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Product labeling was reviewed for this investigation. The labeling is found to be adequate. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer was concerned about the product being sterile. The wound drain packaging was not sealed properly and they all came full of air. They could also squeeze the air out. That was how all the products were received. No adverse event, not used on patient, only identified in packaging. Customer was transferred over to the bd medical information team to review sterile process after complaint was captured.